Manufacturer narrative:
Philips field service engineer (fse) only delivered an ECG cable.

Event description:
It was reported to philips that "the ECG cable was found to be replaced". The device was not in use on a patient; the issue was identified by the customer.